Manufacturer narrative:
This report is being filed on an international product, list number 07c18 that has a similar product distributed in the us, list number 01l82. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect anti-hbs results for one patient. The following data was provided: 8/2 measurement result 2.95 miu/ml. 8/3 measurement result 10.36 / 7.74 / 3.96 miu/ml, repeated multiple measurements with same sample sid: (B)(6) 4.73 / 4.38 / 4.76 / 4.88 / 4.61 miu/ml. Results measured with another machine (isr55329) 2.63 / 2.86 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
The lot search review did not identify an increase in complaint activity for falsely elevated results. This is the only complaint for the lot. Return testing was not performed as returns were not available. Device history record review was performed on lot 35190fn00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. Historical performance of the reagent lots was evaluated using worldwide data field data. The patient median result for the lot is comparable with all other lots in the field and within established baselines, confirming no systemic issue for the product lot. A review of the labelling and literature addresses the customer¿s issue. Per product labelling, if the anti-hbs results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute, chronic, or recovered infection. The overall specificity for the architect anti-hbs assay (determined by considering result values of = 10.00 miu/ml as reactive) was estimated to be 99.22% at the lower 95% confidence level, therefore false reactive results may at times occur. False positive results may arise as a result of sample or reagent integrity issues at time of testing and details regarding sample and reagent handling are provided within the product package insert. The architect systems operation manual, section 10 documents probable causes and corrective actions for erratic results. Probable causes include probe tip is bent or damaged, pipettor probes are not straight and probe is dirty or partially clogged. Also, the fluidic subsystems consist of hardware components that control the precision and accuracy of liquid level sensing, aspiration, and dispense. Additionally, these components distribute the fluids used to wash the probes. Maintenance and status of these components is important to ensure accurate results are obtained. Analytical interference can lead to falsely elevated results and according to the literature, there is no single procedure that can rule out all interferences. It is important to recognise the potential for interference in immunoassay and to put procedures in place to identify them wherever possible. Most important is a consideration of the final clinical picture. If there is any clinical suspicion of discordance between the clinical and the laboratory data an attempt should be made to reconcile the difference. The detection of interference may require the use of an alternate assay, or measurement before and after treatment with additional blocking reagent or following dilution of the sample in non-immune serum (1). Based on all reviewed data, we conclude that there is no product deficiency with the architect anti-hbs reagent identified in this complaint. (1) interferences in immunoassay, tate and ward (2004), clin biochem rev, vol 25, 105.this follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.